Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 40-60 mg/dl; cause was due to not eating that morning. Customer addressed bg level by ingesting food.